Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced diaphoresis and their complexion went pale.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead exhibited t-wave oversensing (twos) and there were 2 consecutive beats of non pacing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.